Event description:
The customer reported that while setting up the ventilator the touch screen display goes dark intermittently at cycle on. The audible alarm is present on cycle and when screen goes dark. No pt involvement.

Manufacturer narrative:
(B)(4). The customer stated the ventilator has been repaired and is back in service.